Event description:
Product analysis for the generator was completed and approved on 07/02/2015. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. The pulse generator, one-inch (spacer block) from the programming wand, interrogated at all multiple orientations adjacent to the programming wand. With the pulse generator case removed, the battery measured 1.797 volts, verifying an end of service condition. There were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient was hospitalized about a week ago for back to back constant seizures. The vns was not checked. It was noted that the seizure exacerbation is most likely due to the vns battery going dead. It was noted that the generator was at ifi: yes and the patient was referred for generator replacement. No surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient went to the ER on (B)(6) 2014 due to status epilepticus. It was noted that the patient¿s device battery may be depleted.

Manufacturer narrative:
.

Event description:
Patient underwent generator replacement on (B)(6) 2015 due to end of service and unable to interrogate the device. A battery life calculation was performed with the available data. The result revealed a minimum of 0.1 years remaining until eri = yes. The explanted generator was received for analysis on 06/09/2015. Analysis is currently underway but has not been completed to date.